Event description:
It was reported that pump experienced malfunction alarm identified by code 6, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on performing pump reset, successfully reset pump, and was advised to call back if any further issues occurred.